Event description:
The pt had a surgery for subarachnoid hemorrhage. The valve was implanted 1 month later and explanted 17 days after implant because of an unspecified malfunction. Upon removal, debris or tissue was observed in the valve housing.